Manufacturer narrative:
The unit was received with a stuck motor error alarm loop during bolus delivery. The unit passed the displacement test, rewind, and basic occlusion test. The motor was tested outside of the device and passed. The motor may have had an intermittent failure not detected during our testing. The unit was received with a cracked reservoir tube lip. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5.

Event description:
The customer called in to report a motor error alarm. The customer's blood glucose level was 339 mg/dl. The customer could not recall any significant events leading to the issue. The customer was advised to discontinue use of the device and revert to a back-up plan. The customer was advised that the device would be replaced, and agreed to return the product for analysis.